Event description:
(B)(6). It was further noted that during the index procedure, lesion 1 was located in the distal left circumflex (lcx). The lesion was 95% stenosed, 2.5mm in diameter and 28mm long. Predilation was performed with placement of a 2.5x32mm stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the 1st left posterolateral branch. The lesion was 90% stenosed, 2.3mm in diameter and 8.0mm long. Predilation was performed with placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. Post index procedure, the patient also experienced acute inferior st segment elevation myocardial infraction. Emergent cardiac catheterization was recommendation. Coronary angiogram revealed the left anterior descending (lad) thrombus in the mid portion with timi iii flow to distal vessel. Lcx 100% thrombus in the mid to distal portion of the vessel at the site of the previously placed stent. The patient was treated with export thrombectomy and angioplasty within the previously placed stent in the distal lcx. Final angiography revealed 0% residual stenosis. The lad was also treated with thrombectomy and angioplasty. Final angiography revealed resolution of thrombus with improvement in diameter.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 419 mg/dl, 277 mg/dl, and 111 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.